Event description:
Per the clinic, no sound output was detected during initial activation. Communication with the implanted device could not be established and impedance measurements could not be obtained. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.